Event description:
Procedure: lap nissen fundoplication. According to the reporter: part of the needle from the suture broke off resulting in the instrument jamming. A new instrument opened. The needle was lost in the pt's abdomen. The surgeon was aware of this but was happy to continue with the procedure. The needle is still inside the pt. Pt status is stable.